Manufacturer narrative:
The other relevant components include: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown drug (at unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported catheter modification occurred on (B)(6) 2017. It was reported the connector to the pump was loose and they needed replacement to ensure a good connection to the pump. Part of the new catheter was required in able to do this. No patient symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, the pump and catheter serial were given. On (B)(6) 2017, per source documentation, there was free flow of cerebrosp inal fluid (csf) on side port tap and catheter was patent. No cause was noted. No further complications were reported/anticipated.